Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that no disposable alarm messages were found after pump was started. During analysis, the customer's reported problem was verified. The pump was found to be double beeping on power up during the investigation. Found fluid ingressions on pump by the chassis base. The "double beep with cassette/screen (while testing)" issue was found to be caused by fluid ingressions. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a "double beep with cassette" error and some screen dmg. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.